Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer¿s blood glucose level was 41 mg/dl. The current blood glucose level is 124 mg/dl. The customer was treated with food and coke for low blood glucose level. The customer also reported other blood glucose values such as 69 mg/dl, 132 mg/dl, 151 mg/dl, 101 mg/dl. The customer was wearing the insulin pump when low blood glucose event was reported. The customer was neither in the emergency room, nor admitted into hospital as a result of low blood glucose. Based on customer report customer did not allege pump was over delivering. The insulin pump will not be returned for analysis.